Event description:
Caller alleged discrepant results (accuracy). Results as follows: (B)(6) 2009 inr=4.1 (ate spinach), (B)(6) 2009 inr=1.8, (B)(6) 2009 inr=2.7. Cardiologist recommended retesting today. Today ((B)(6) 2009) inr=4.2. Only change in status is different food at a wedding reception. On (B)(6) 2009, pt called back. Tested at his cardiologist. First test on the inratio gave qc2h, 2nd test inr=2.8, tested on different meter (not inratio, but was a poc device) and inr=2.9. Pt wanted to know that the qc2h error meant.

Manufacturer narrative:
Inratio test provided by the customer. All tests can't perform comparison test since no reference/lab results provided and these tests are more than three hours apart of comparison. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. F/u inratio test provided by the customer: test-1=qc 2h, test-2=2.8 inr, test-3=2.9 inr. Inratio meter: mean: 2.85, sd: 0.07, %cv: 2.48. Since 2.48% is less than 20%, inratio meter results pass criteria for precision. No further testing is required at this time. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.